Event description:
It was reported that the outer sheath of the catheter was detached. While flushing the opticross imaging catheter during preparation outside of the patient, it was noted that the proximal part and the outer sheath of the opticross imaging catheter was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that the large telescope was detached, exposing the imaging core, from the anchor seal housing assembly when received. Unable to reinsert the imaging core back into the sheath. Since the telescope was detached, the distance from the distal end of the transducer housing to the tip of the catheter cannot be accurately measured. Full image characterization testing cannot be performed based on the returned condition of the catheter. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the outer sheath of the catheter was detached. While flushing the opticross¿ imaging catheter during preparation outside of the patient, it was noted that the proximal part and the outer sheath of the opticross¿ imaging catheter was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that the large telescope was detached, exposing the imaging core, from the anchor seal housing assembly when received. Unable to reinsert the imaging core back into the sheath. Since the telescope was detached, the distance from the distal end of the transducer housing to the tip of the catheter cannot be accurately measured. Full image characterization testing cannot be performed based on the returned condition of the catheter. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that the outer sheath of the catheter was detached. While flushing the opticross&#10249;imaging catheter during preparation outside of the patient, it was noted that the proximal part and the outer sheath of the opticross&#10249;imaging catheter was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.